Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad malfunction, which was experienced during evaluation. The row three keys (30, #1, #2, and #3) had an intermittent response. It was found to be caused by a failed keypad. The remaining keys were tested and functioned as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a keypad malfunction. It was also reported there was no patient involvement.